Manufacturer narrative:
The manufacturer previously reported a failure of the power cord. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power cord failing was found to be consistent with overstress and physical damage causing an intermittent connection.

Event description:
The manufacturer received information alleging a failure of a ventilator's ac power cord. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac power cord was replaced to address the issue.